Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to reset their pump, which successfully resolved the issue, and the caller was able to start their sensor session without further errors.